Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface pcb and battery charger pcb were evaluated and replaced. The mainframe battery packs were also replaced and the f3 fuse was confirmed to be operating correctly. The system was tested and found to be working as intended and returned to service.